Manufacturer narrative:
The device was not returned and no further investigation can be completed at this time. It is unknown if the patient complied with post-operative instructions. Root cause has not been determined, no conclusion can be drawn. Review of the device history records notes no material non-conformances or manufacturing errors that may have caused or contributed to this mode of failure. Review of records indicates no adverse trend exist for the fault type. No other type of failure mode is associated with this lot. Review of labeling notes: warning, cautions and precautions "potential risks identified with the use of this device system, which may require additional surgery include: device component fracture, loosening of implant, loss of fixation, fracture of the vertebra, and vascular or visceral injury. If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant". Implant retained by hospital.

Event description:
On (B)(6) 2014 a (B)(6) male had polyaxial spinal screws placed at l2-l5 and l5-s1. Seven months post-op, patient returned stating they were in pain and could hear an audible squeaking when moving. Surgeon performed exploratory surgery on (B)(6) 2015 and found that the right side of the polyaxial screw heads were no longer tight and that the rod had loosened. The screws and rod were removed and replaced.